Event description:
Customer contacted beckman coulter inc. (Bci) regarding patient results generated by the coulter act 5 diff analyzer that were matched in the lis (laboratory information system) to the wrong patient file. The patient demographics and results on the printouts and display matched the sample ID. Results from the lis were reported out of the laboratory and questioned by the physician and corrected report was sent out. There was no affect or change to patient treatment due to this event.

Manufacturer narrative:
Raw data analysis by the technical support software engineer was inconclusive because the true ascii character string is not available for analysis. Service was not dispatched for this event. No additional information is available for this event. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.